Manufacturer narrative:
The field service engineer (fse) evaluated the device onsite and determined that the device showing an error in ECG cable due to malfunction of ECG cable. It was recommended to replace it with philips cables in order to resolve the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of ECG cable. The root cause of which could not be determined. The reported problem was confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that ¿the device shows an error in the ECG cable.¿ . There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter first name: (B)(6). A follow up report will be submitted upon completion of the investigation.